Event description:
During an in-clinic follow-up, increased pacing impedance was observed on the right ventricular (rv) lead. The cause of the event was suspected to be fibrotic tissue/encapsulation on the lead. No intervention has been performed. The patient is stable and will continue to be monitored.